Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin will run out without receiving a low reservoir alarm. The blood glucose reading was 106 mg/dl. She was advised to run a self test and stated that the insulin pump passed. Nothing further was reported.